Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the battery was replaced and patient continued to have poor coupling. Sometimes 4 bars were achieved, but they can only get 6 bars at best. They were unable to regularly get 8 bars. It was still not understood why the patient got poor coupling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the reason for the ins replacement was the poor coupling which had not resolved. It was confirmed that the ins had not flipped before it was replaced. No further patient complications were reported/expected as a result of this event.

Event description:
Information was received via a manufacturer's representative (rep)regarding a patient with an implantable neurostimulator (ins) on (B)(6) 2017. It was reported that the patient was having difficulty recharging. The patient experienced poor coupling. There were no pocket issues noted. The patient was to be seen by their healthcare provider (hcp) to determine if the ins was flipped. It was reported the recharger antenna was damaged. Patient was issued a new antenna. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain. Additional information received on (B)(6) 2017 stated that the coupling problems are ongoing. The patient will have 2-4 coupling bars and than 6, immediately dropped to 4 than 2. A recharger replacement was requested. No symptoms were reported. There were no reported complications and no further complications were expected. Additional information was received from the manufacturer representative (rep) on (B)(6) 2017. After being transferred to repair, the rep reported that patient just had a new ins implanted in the last 2 weeks. The patient had not returned any of the previously replaced rechargers. The rep stated they would send back the two the patient needed to return. No further complications were reported/expected.